Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-46461 is a concomitant. Please refer to manufacturer report number 2016493-2024-46443, which captured the correct suspect device per investigation report.

Event description:
It was reported customer mentioned that "our testing indicated that using the bd embout syringe and choosing the bd plastipak option results in the incorrect amount of fluid ¿sensed¿ by the syringe pump. We could visually see that the correct amount was in the syringe, but the pump sensed less than what we visualized (and the pump cannot be overridden to include more than the pump senses)" there was patient involvement but no harm.

Event description:
It was reported customer mentioned that "our testing indicated that using the bd embout syringe and choosing the bd plastipak option results in the incorrect amount of fluid ¿sensed¿ by the syringe pump. We could visually see that the correct amount was in the syringe, but the pump sensed less than what we visualized (and the pump cannot be overridden to include more than the pump senses)" there was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.